Event description:
It was reported that cartridge alarm 20 occurred repeatedly and prevented pump from successfully loading a new cartridge and resuming insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider regarding backup insulin therapy, was instructed to place pump into storage mode, and was advised to return problematic pump to tandem within 10 days using provided shipping materials, while technical support arranged replacement pump with instructions to re-enter pump settings and reconnect continuous glucose monitor once replacement was received.